Manufacturer narrative:
A05, a1102: orange led d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: unknown, UDI#: unknown g2: this event occurred in japan, see section e. The system was serviced in the field. It was indicated that hardware parts were replaced, as well as that no failures were found. Follow up has been performed for clarification. At this time, codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the positioning sensor unit (psu) displayed an error. There was no surgical delay. No known impact to patient outcome. No further information provided. Additional information was received. It was reported that the status light emitting diode (led) of the camera became orange.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the positioning sensor unit (psu) was replaced. The 9735821r camera/psu (lot number: p909711) was returned to the manufacturer for evaluation. It was found that a check of the event log did not show any adverse events. The psu failed an accuracy test (aak) at .287mm with a passing threshold of .250mm. This would not explain the reported error message. Codes c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.